Event description:
Healthcare professional reported that the valve was removed due to active endocarditis resulting in central regurgitation. The valve was replaced with mosaic valve and returned for analysis.